Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000905, serial/lot #: 4u-g38s13-1402, ubd: UDI#: this regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). H3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that during system integration with stealth station, the image showed a portion in black. According to factory indications detector panel had to be replaced. During replacement, defective panel was detected operative and no issues on image. Multiple tests were performed no issues detected. During the system check abnormal movement on door opening process was detected as "door shakes and stops by itself during the trajectory and it collide the upper laser", after a couple of attempts the door stopped moving and recognizing close position, it was close manually recovering control but close position was never detected again. There was no patient involved.